Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 3/13/2021 section h3: device returned to manufacturer: yes. Device evaluation: complaint product was returned in its original packaging. During evaluation loose particles on the surface were observed that could be related to handling during the evaluation of the sample returned. No damaged and/or defect that could be related to manufacturing process was observed. The lens looks in good condition. There was nothing identified that could lead the reported issue. Therefore, the reported complaint cannot be confirmed as manufacturing process related. Product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed that two additional complaints were received from this production order. However, the reported issues are not related to the reported complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed and replaced in initial surgery. If explanted, give date: not applicable, as lens was removed and replaced in initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was inserted then removed from the patient's right eye due to a capsule tear. There was incision enlargement, but no sutures or vitrectomy required. There was no reported patient injury. The procedure was completed successfully using a different model z9002, and diopter, 19.5 lens. No other information was provided.